Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid ay an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported the patient had to switch where they got refills since their doctor left. The patient reported they were having trouble getting a refill one day and said something along the lines of, "you can take the damn thing out." That upset the doctor who refilled him that day. It was stated a month later they went back for a refill and they cut the patient off cold turkey. The patient reported something about being refilled with morphine which is not something the patient wanted. The patient then stated they were in the hospital for 5 days with a brain aneurysm. The patient stated this was in (B)(6) 2017. The patient's pump was shut off 2-3 months ago. It was stated the patient had no medication in the pump and where the catheter runs from the pump to the spine there is a lump. It was stated this happened about 2 weeks after they shut it off. It was reported the patient and the doctor who refills their pump don't like each other. The patient asked the manufacturer to reach out to their healthcare provider and when the patient was told the manufacturer would not get involved in a patient doctor relationship the patient stated they would talk to their attorney and disconnected the call. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was noted the pump was empty and the circumstances that led to the brain aneurysm was noted as ¿empty pump¿ and ¿they can take in out or fill in.¿ when asked to clarify the brain aneurysm, it was reported "pump empty." The patient first started experiencing the brain aneurysm "4-5-17 - 4-9-12." It was reported no steps were taken to resolve the empty pump and the empty pump had not been resolved. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient started to experience the weird taste in their mouth and started feeling pain shortly after the previously reported refill. The patient reported when they received a written prescription at the emergency room it was for percocet. The patient reported they were dismissed as a patient because the doctor found (B)(6) in his system. The patient stated they needed to find a new doctor to fill their pump because it was "off" and the pump was alarming, as previously reported. The patient indicated their doctor had them at "119cc or maybe 300 mg/day" because they had a high tolerance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the pump was empty and had been alarming for awhile. No symptoms were reported. The caller was sent a list of healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. In (B)(6) 2017, the patient had a funky taste in his mouth and he could smell it. His sister took him to the hospital and the sister could not smell it. The patient went to the emergency room (ER) and they gave him a shot of hydromorphone; 20-30 minutes later they gave him another shot and wrote a prescription. Then patient went to the hospital and they "got him with a hcp" who got him his hydrocodone. When the hcp cut the pump off, the therapy was no longer helping his legs, arms, back, hips, everything, his whole body. The patient was "getting crippled" over this. The patient could not do anything. The patient was taking hydrocodone. In (B)(6) 2017, the patient had a hematoma. The patient reported that "he knows that it was caused when hcp cut/turned his pump off." The patient did not know that healthcare provider (hcp) cut/turned it off. The patient had morphine in the pump but wanted to get something different. At the time of the events the patient believed the pump contained hydromorphone 300 mg/day, concentration unknown. The patient wanted to have his device removed. The patient was seeking a managing physician.